Manufacturer narrative:
A device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 9epeg03c for evaluation. In-house testing was performed using the returned meter with returned test strips, which gave a satisfactory performance.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from (B)(6) reported that before the customer went to the bed, he performed a blood glucose test with his contour next link 2.4 meter and obtained a reading of 5.4 mmol/l. After a few minutes, the customer had seizure so the emergency service was called. Upon the arrival of emergency service, another test was performed with their meter and a reading of 1.3 mmol/l was obtained. The customer was given glucagon injection and he ate a banana and drank two boxes of juice. The customer recovered well after the treatment. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.